Event description:
It was reported that stent damage occurred. During preparation of a 20 x 4.00mm promus premier¿ drug-eluting stent, the physician checked the stent and noticed that there was a broken strut. The procedure was completed with a non-bsc stent.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).